Event description:
Linear accelerator started smoking during a procedure. It was determined that the power supply (input side) caught on fire. Cause of fire is under investigation. Power supply was new, it was installed in 5/95. This power supply was an upgrade.